Event description:
It was reported that the log files captured what looked like a controller exchanged on 15dec2022 at 17:40. No other unusual events were noted in the log files. It was noted that the patient was constantly using battery power and was also sleeping on battery power which is not recommended.

Manufacturer narrative:
Device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller exchange was confirmed via the log file review. The submitted system controller event log file from a new hm2 system controller spanned approximately 9 days ((B)(6) 2019, (B)(6) 2022 to (B)(6) 2022 per the timestamp). The driveline was connected to the controller on (B)(6) 2022 at 17:40 indicating that a controller exchange was performed. No notable alarm was observed. The heartmate 2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.